Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the clinician reported that one month after the dental implant was placed non-osseointegration was observed. Patient presented inadequate bone quality/quantity. Patient reported pain, mobility and bleeding at time of event, no further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that one month after the dental implant was placed non-osseointegration was observed. Patient presented inadequate bone quality/quantity. The device will be forwarded to the manufacturer for investigation. Patient reported pain, mobility and bleeding at time of event, no further complications were observed.